Event description:
It was reported that a user contacted support concerned the ilet might not be working correctly after a low glucose value was observed on a dexcom g7 sensor, with sensor readings of 65 mg/dl prior to the call and 95 mg/dl by the end of the call. Troubleshooting and education were provided, and oral glucose intake was discussed as the appropriate treatment for low glucose. Symptoms included hypoglycemia. Outcomes included recovery to an in-range glucose value and no need for further assistance. Investigation included customer interview, review of device use, and troubleshooting with education. Investigation of this case revealed no device alarms were reported and no definitive device malfunction could be identified. It was concluded that the cause of the hypoglycemia was unclear and that the device operated as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.